Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The blood glucose levels of 500 mg/dl. The high blood glucose had been present for more than four hours. The high blood glucose had been treated with a manual insulin injection. The patient had been using the insulin pump system within forty-eight hours of the reported high blood glucose event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.